Event description:
It was reported that unknown device was selected for pulse field ablation procedure to treat atrial fibrillation. No information available. The rosin wire was stuck in the catheter. The outer layer of the wire was snagged and actually unraveled when we tried to pull it out. This was attempted after the catheter was already out of the patient. No patient complications were reported. It was further reported that the device was a 31mm farawave catheter.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The reported event was not confirmed. Detailed product information was not provided to bsc. Sn 35328090-024 was observed on the returned device, but sn data search was un-successful. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that unknown device was selected for pulse field ablation procedure to treat atrial fibrillation. No information available. The rosin wire was stuck in the catheter. The outer layer of the wire was snagged and actually unraveled when we tried to pull it out. This was attempted after the catheter was already out of the patient. No patient complications were reported. It was further reported that the device was a 31mm farawave catheter.

Event description:
It was reported that unknown device was selected for pulse field ablation procedure to treat atrial fibrillation. No information available. The rosin wire was stuck in the catheter. The outer layer of the wire was snagged and actually unraveled when we tried to pull it out. This was attempted after the catheter was already out of the patient. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.